Event description:
It was reported that in the patient's room one day after placement of the catheter in the patient's right internal jugular vein, the user inserted the swg from the ask-04301-kr kit in attempt to switch out the single lumen catheter in place, to the triple lumen catheter from the new kit. However, when removing the single lumen catheter over the swg, the catheter broke at 4cm from the distal tip and remained in the patient. The retained portion of the catheter was removed using a pair of tweezers, there was no incision needed. As a result, the catheter was removed and a new triple lumen kit was opened and successfully used without issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.